Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device cassette n/a. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. Visual evaluation of the device found downstream occlusion (dso) seal minor bubbling and battery compartment was broken. Service history review identified this device was last serviced in nov/2023. The primary problem of cassette not attached properly message was duplicated. The cause was a defective dso sensor. The dso sensor was replaced.